Manufacturer narrative:
Although the patient's family member declined to continue with escalation in care and subsequently withdrew care, there is not enough evidence to exclude the impella device used as an associated factor to the overall outcome (given the impella related complications). The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support (mcs) and experienced bleeding at the access site, atrial fibrillation and subsequently expired. The patient with left ventricular ejection fraction of approximately 25% and aortic valve area of 0.4 centimeters squared was admitted to the hospital and experienced cardiogenic shock alongside hypotension and respiratory failure. Two days later, the patient underwent aortic valvuloplasty and impella cp insertion. The following day, bleeding at the impella insertion site was noted. The patient received one unit of red blood cells due to a drop in hemoglobin. The dressing was noted to have been changed several times and hemostatic dressing was applied. The next day, it was noted that a decision was made by the patient's son to not escalate care and withdraw care if no improvement were made. The pump was repositioned with hopes of improvement. Support was continued and the patient remained critically ill. The patient's blood pressure was extremely labile, remained on high doses of pressors and performance level p-9. The plan was to stay course until the son made a final decision. The patient was taken off levophed over the weekend with improvement but went into atrial fibrillation with rapid ventricular response the following morning and needed levophed support. The physician noted if support was continued the patient would need cardioverted and be placed on continuous renal replacement therapy. However, this day the patient would expire. Care was withdrawn.